Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized due to a heart condition, as well as high blood glucose levels. The reported blood glucose reading was 500 mg/dl. The customer changed the infusion set the day prior to the event and experienced high blood glucose levels after that. Nothing further was reported.